Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the (B)(6) clinical study on (B)(6) 2021, and the procedure was performed fifty days later. A 20mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 17.6mm. The patient was discharged home the following day on aspirin and rivaroxaban. Three days post index procedure, the patient presented to urgent care with complaints of visual disturbances with transient aphasia lasting 15-20 minutes. The patient was subsequently diagnosed with a possible tia. On the same day, the tia symptoms resolved.

Manufacturer narrative:
A6: race - populated. B6: relevant tests/laboratory data - updated with 90 day mrs score. B7: other relevant history - updated with corrected dates for the baseline assessment and corrected cha2ds2-vasc score.

Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the (B)(6) 2021, and the procedure was performed fifty days later. A 20mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 17.6mm. The patient was discharged home the following day on aspirin and rivaroxaban. Three days post index procedure, the patient presented to urgent care with complaints of visual disturbances with transient aphasia lasting 15-20 minutes. The patient was subsequently diagnosed with a possible tia. On the same day, the tia symptoms resolved. It was further reported that three days post index procedure, computed tomography (CT) of the brain, lab tests, and electrocardiography (EKG) were performed to diagnose the patient with a possible tia. Five days post procedure, the patient presented for an unscheduled visit. On the same day as the unscheduled visit, the modified rankin scale (mrs) score was 0, indicating no symptoms, and the national institute of health (nih) stroke scale was 0.

Event description:
Champion-af study it was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2021, and the procedure was performed fifty days later. A 20mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 17.6mm. The patient was discharged home the following day on aspirin and rivaroxaban. Three days post index procedure, the patient presented to urgent care with complaints of visual disturbances with transient aphasia lasting 15-20 minutes. The patient was subsequently diagnosed with a possible tia. On the same day, the tia symptoms resolved. It was further reported that three days post index procedure, computed tomography (CT) of the brain, lab tests, and electrocardiography (EKG) were performed to diagnose the patient with a possible tia. Five days post procedure, the patient presented for an unscheduled visit. On the same day as the unscheduled visit, the modified rankin scale (mrs) score was 0, indicating no symptoms, and the national institute of health (nih) stroke scale was 0.

Manufacturer narrative:
Updated b5 and h6- impact codes.